Event description:
A pt reported experiencing unexpected postoperative refraction following cataract surgery. The intraocular lens (iol) remains implanted. Further info is being sought from the implanting surgeon.